Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 408 mg/dl, and the customer stated that he had eaten a taco and forgotten to bolus for the food. The blood glucose reading was lowered to 386 mg/dl later. The customer also reported issues with getting the sensor to adhere. Advised the customer to monitor his blood glucose levels. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.